Manufacturer narrative:
H3, h6: the device was returned for evaluation. A visual inspection of the distal femur cutting block confirms the cutting holes are severely damaged. The cutting holes have burrs and gouges that would cause the stated failure. The device shows signs of significant wear and use. The contribution of the device to the reported event could not be corroborated. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The contribution of the device to the reported event could not be corroborated. A visual inspection of the distal femur cutting block confirms the cutting holes are severely damaged. The cutting holes have burrs and gouges that would cause the stated failure. The device shows signs of significant wear and use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Lot number added, manufacture date added. (B)(4).

Event description:
It was reported that during a tka, the distal femur cutting block second hole was found to have a relief cut that goes thru the pin hole, and cuts the pin. It is unknown how the procedure was finished or if this caused any delay. No patient harm reported.